Manufacturer narrative:
Citation: giustino g et al. Early outcomes with direct flow medical versus first-generation transcatheter aortic valve devices: a single-center propensity-matched analysis. J interv cardiol. 2015 dec;28(6):583-93. Doi: 10.1111/joic.12248 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early outcomes with transcatheter aortic valve devices. All data were collected from a single center between 2007 and 2014. The study population included 496 patients (predominantly male; mean age 82 years), 179 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: severe aortic regurgitation (ar), valve embolization, second valve implantation, atrio-ventricular (av) block, left bundle branch block (lbbb), atrial fibrillation (afib), permanent pacemaker implantation, increased mean gradient, coronary obstruction, stroke, myocardial infarction (mi), vascular complication and bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could be possible between the observed adverse events and medtronic product. No additional adverse patient effects were reported.